Event description:
The customer called to check on the status of his supply order. The customer then stated that he had been hospitalized due to diabetic ketoacidosis, dehydration and vomiting. The customer's blood glucose levels were greater than 500 mg/dl. The customer stated that he had gone to his hcp for a regular check up, and the doctor found that he was severely dehydrated, and called an ambulance for the customer. The customer stated that he is doing fine now, and declined any troubleshooting. The customer was only interested in finding out when he would be getting his supplies. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.